Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5, d1.

Event description:
This report is for one (1) unk - constructs: 2.4 mm lcp volar distal radius plate system.

Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown plate/screws-distal radius construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between jan 2016 and jan 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate."

Event description:
This report is being filed after the review of the following journal article: gui, x.y. Et al. (2021), single volar locking plating for the intraand extra-articular distal radius fractures with dorsal metaphyseal comminution, journal of orthopaedic surgery and research, vol. 16:530, pages 1-9 (china). The study is aimed to compare the radiographic and functional outcome of the intra- and extra-articular distal radius fractures with dorsal metaphyseal comminution (dmc) following single volar locking plate fixation. Between jan 2016 and jan 2020, a total of 173 distal radius fracture patients were treated with volar locking plating using the 2.4 mm volar locking plate system (depuy-synthes, oberdorf, switzerland). There were 130 patients (58 males, 72 females). The mean length of follow-up was 17.2 (12-24) months. The following complications were reported as follows: 3 patients had a superficial wound infection postoperatively. The incision healed smoothly after dressing changes and antibiotic treatment. 4 patients with c3 fractures resulted in a fair functional outcome due to a significant loss of volar tilt during follow-up. This report is for an unknown synthes 2.4 mm volar locking plate system. This report is for one (1) unknown plate/screws-distal radius construct. This is report 1 of 1 for (B)(4).